Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid urethral sling placement around (B)(6) 2017. According to the complainant, after the procedure, the patient had urinary retention so she went to the physician to have the sling tension checked but the physician did not detect any mechanical obstruction. The patient was then treated with flomax and she returned to her regular urination. The patient has been scheduled for a follow-up check-up. The patient's current condition was reported to be good.